Event description:
Pt was undergoing ultrasound to neck. When gel was applied to scan area, the pt jumped up stating it burned their neck. Gel was wiped off and exam completed using cool gel. The warmer used to warm the gel was taken out of service. The thermostat stop guard on the unit was broken allowing the dial to be turned up exceeding temperature setting maximum. Pt had medical exam. Treated for first degree burn to neck.